Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4. Two clips were successfully implanted. To further reduce tr, an additional xtw clip (50219r2118) was inserted. While grasping, the clip came into contact with the second implanted clip (50219r2007), causing that clip to detach from the posterior leaflet and remained attached to the septal leaflet (single leaflet device attachment/slda). To stabilize the slda, the third clip was repositioned and deployed. However, after deployment, the clip detached from the septal leaflet and remained attached to the posterior leaflet. Tr was reduced to a grade of 3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported device damaged by another device (clarifier: caused damage) or incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported device causing damage appears to be related to procedural conditions (interaction with implanted clip during positioning). A cause for the reported incomplete coaptation could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.